Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications, and a general product issue was excluded. A review of calibration and quality control data confirmed that all results were within expected ranges. However, the qc charts exhibited a certain pattern of recovery, which may warrant further review of the handling of control materials at the customer site. Patient sample material could not be obtained for further investigation. A definitive root cause for the reported discrepant results could not be determined based on the available information.

Event description:
The initial reporter alleged discrepant results with the hiv duo elecsys e2g 300 assay on the cobas e 801 analytical unit for two patients. For patient 1, the first sample collected on (B)(6) 2020 before surgery was non-reactive with hivag 0.216 coi and ahiv 0.0197 coi. A second sample collected on (B)(6) 2020 after surgery was reactive with hivag 2.67 coi and ahiv 0.00416 coi. A third sample collected on the same day (B)(6) 2020) was also reactive with hivag 2.65 coi and ahiv 0.001 coi. Polymerase chain reaction (pcr) testing of the third sample, performed on the cobas 4800 system, was negative. Western blot testing of the third sample was also negative. For patient 2, the first sample collected on (B)(6) 2020 was non-reactive with hivag 0.34 coi and ahiv 0.04 coi. A repeat test of the same sample on a different analyzer yielded non-reactive results with hivag 0.31 coi and ahiv 0.05 coi. The second sample collected on (B)(6) 2020 was reactive with hivag 7.06 coi and ahiv 0.02 coi. A repeat test of the second sample on a different analyzer yielded reactive results with hivag 6.02 coi and ahiv 0.01 coi. Pcr testing of the second sample reported 'target not detected.' A third sample collected on (B)(6) 2020 was reactive with hivag 10.9 coi and ahiv 0.0127 coi. A fourth sample collected on the same day (B)(6) 2020) was reactive with hivag 25.2 coi and ahiv 0.0114 coi. Subsequent testing on (B)(6) 2020 with a fresh sample yielded non-reactive results with hivag 0.223 coi and ahiv 0.0238 coi.